Event description:
After the lens was inserted into the eye through this delivery device, it could not be centered. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2007-00473 for intraocular lens used with this delivery device.